Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in resetting the pump and provided instructions to report back if the malfunction recurred. Caller understood and acknowledged the guidance.